Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system presented with a fever and systemic inflammation response. It was also noted that there was purulent material coming out of the device pocket. The system was explanted due to the infection and the patient was placed on antibiotics. A new system will be implanted at a later date. No additional adverse patient effects were reported.